Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting the gastric tissue during a laparoscopic sleeve gastrectomy, there was a crackling noise when the grip was pulled for the third time. It was also stated that the handle broke. After the blade was retracted, the distal staple line was poorly formed. The staple line was fixed by suturing.